Event description:
It was reported the lead was capped and replaced due to noise, oversensing, and high impedance of 3088 ohms. Attorney later alleges patient "suffered physical and other injury as a result of the recalled lead" and "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead in 2008." Further alleged due to the lead, patient "sustained severe physical injuries and/or death, severe emotional distress, mental anguish" and "suffered bodily injury and resulting pain and suffering, disability, disfigurement." Review of manufacturer's database verified patient death and also patient did not have a sprint fidelis lead in use at the time of death. There researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.